Event description:
Reporter alleged obtaining the results of 269 mg/dl and 129 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The first level investigation did not discover that the vial lot number, 207333, was not the same as the drum lot number, 207314, that was inside the vial. Since the drum lot number isn't the same as the complained lot and the vial itself is not enough to make any determination in regards to the complaint, no testing could be performed other than retention.